Event description:
It was reported that a healthcare professional (hcp) phoned in to inquire about potential lead optimization of the patients right ventricular (rv) epicardial lead that was oversensing, which resulted in double-counting r-waves. High capture threshold was also noted on the rv lead. Programming options were discussed, but it is unclear if any programming optimization was completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.